Event description:
Customer called to report high bgs. Troubleshooting was performed. Pump tested ok. Device was not dropped, bumped, or exposed to moisture. Also customer stated that the driver arms were very loose.